Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user received an error message "unexpected service operation error occurred" during medication retrieval. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to pull the medication and got an error as unexpected service operation error occurred. A technical support specialist completed the reverse synchronization with no issues by following knowledge article, transactions and station inventory backed up to the electronic protected health information and then station full synced to station to resolve the issues. The system functioned as intended after the technical support specialist troubleshot the device.